Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient is being monitored due to unknown reasons.

Event description:
Patient was implanted on the right side and underwent revision surgery due to loosening.

Manufacturer narrative:
Concomitant medical products: metasul ldh, head, 48, code n, taper 18/20, catalog no# 0100181480 ; lot no# 2341697; metasul ldh, head adapter, l, +4, taper 12/14-18/20, catalog no# 0100181480 ; lot no# 2341697; alloclassic, sl stem, offset, uncemented, 2, taper 12/14, catalog no# 0100121020 : lot no# 2209199. Concomitant medical products: therapy date : (B)(6) 2016. Additional information was received on april 12, 2018. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).